Event description:
During a patient treatment with the unit, the site reported that the unit twice failed to print the time of treatment for an ldr treatment of a patient. The failure was attributed by the site to printer failure. Co determined that the fault was actually an improperly made connector carrying an enable signal from the printer controller to the paperfeed button. Also it was determined that the printer controller, which is connected to the paper feed button on the system printer which records the treatment parameteres and error codes, failed twice to send treatment time to the printer because of the enable signal being blocked. After the initial failure, the user was able to re-start the printer without any loss of data. After the second failure, the user thought that patient treatment data might be lost if the printer were restarted, and obtained from the nrc permission to complete the treatment by hourly manual monitoring without the printer. Using this technique, the patient was successfully treated and experienced no adverse consequences due to the incident. No error in treatment occurred during the patient treatment and the treatment was completed according to plan. Treatment times and alarms are displayed on the operator's panel and at the remote control unit outside the patient treatment room. If an alarm occurs, the type of alarm, the treatment channel and the remaining dwell time for that channel are displayed on the removed control unit. From this information it is possible for the site to recover the information that would be printed. The only consequence of this incident was the lack of a printed record of the treatment times.